Event description:
It was reported that this was the 2nd catheter tray that had a yellow sticker that stated there were no sterile gloved and the sterile water syringe was not capped and only has 4ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was the 2nd catheter tray that had a yellow sticker that stated there were no sterile gloved and the sterile water syringe was not capped and only has 4ml. Per additional information received via email on 11jun2025, customer stated that the foley kit was missing sterile gloves and the sterile water was half gone and open.